Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon eval, the battery was found to have a full charge capacity below specifications. The cause for the low full charge capacity cannot be positively determined, but was likely a result of defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries would produce a error message when in the monitor. Review of his download showed several battery faults. The pt was issued a replacement battery pack.